Event description:
Pt underwent cataract surgery on 12/09/97, and implantation of a staar model aa-4203v intraocular lens. However, the doctor stated that after lens insertion he noticed that the lens was torn. The torn lens was removed and another lens implanted. At the one-day postop exam, the pt developed endophthalmitis. At the two-day postop exam the pt had a posterior vitrectomy done, the lens remained in the eye. A culture was taken which came back as enterococcus saricalis. The surgeon is not sure what the source of the infection was. The pt continues to have pain and elevated pressure. A yag-capsulotomy was done to relieve the pressure, which helped somewhat. Pre-existing, this pt had diabetic retinopathy and a history of intraocular hypertension. The pt had been taking about fifteen medications (including insulin) prior to surgery for vaious health reasons. The surgeon agrees that this pt was not a good candidate for cataract surgery.